Event description:
Caller reported possible false positive troponin I (tni) result on triage cardioprofiler kit vs. Laboratory dxc600. According to data received from the customer, this patient had a catheterization. The triage tni result was positive while the lab result about an hour later was negative. The customer noted that this patient had non-occlusive coronary artery disease. No further patient information provided.

Manufacturer narrative:
Product support tested profiler w49548 for a previous complaint. Observations are for tni recovery. No false negative or low bias in tni recovery were observed with the positive control sample. No discrepant results, false positives, or high bias in tni recovery were observed with any sample. The package insert for the triage cardiac devices states that the clinical cut off for troponin I (tni) is 0.40ng/ml. All values obtained by the customer were below 0.20ng/ml. Based on the claims specified in the package insert no positive tni results were observed. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. This issue will be tracked and trended to detect any further occurrence. As of 10/19/2011, there are (B)(4) complaints against this device lot, one of which is for tni recovery. No corrective action required at this time as no product deficiency was established.